Event description:
According to available information, this device required replacement due to the device no longer inflating. It was noted the patient was not able to get an erection. The doctor also was not able to inflate the device and did not notice any apparent defects in the device. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
Titan pump and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tube of cylinder 1. No functional abnormalities were noted with cylinder 1. Abrasion was noted on the exhaust tube of cylinder 2. A separation was noted on the bladder of cylinder 2. This is a site of leakage. The separation has a smooth, straight edge, indicating contact with sharp instrumentation. A group of striations, indicating contact with unshod instrumentation, was noted on the base of cylinder 2. This is not a site of leakage. A burn-like mark was noted on the bladder of cylinder 2. This is a not a site of leakage. The mark had surfaces with a darkened or melted appearance, indicating contact with a cauterizing tool. The information received indicated the device was unable to be inflated, but because no functional abnormalities were noted with the returned components other than instrument damage, the complaint could not be confirmed as reported. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument damage in the bladder and base of cylinder 2 occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.